Event description:
Patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced an inability to empty her bladder completely, hematuria, dysuria, urinary frequency, urinary tract infections, urgency with urgency incontinence, a cystoscopy with vaginoscopy, bilateral back pain, spasmodic abdominal pain, a sphincteric deficiency, low valsalva leak point pressures, stress urinary incontinence requiring a cystoscopy with transurethral injection of collagen and right flank pain.

Manufacturer narrative:
(B)(4). Original reporting time frame from 03/01/2015 to 04/30/2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 through april 30, 2015.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties. Associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). The total number of events for product classification code otn is 136. Qty 29- align r retropubic urethral support system. Qty 6- align rs retropubic/suprapubic urethral support system. Qty 3- align rs retropubic/suprapubic urethral support system, w/o dilator. Qty 20- align s suprapubic urethral support system. Qty 33- align to trans-obturator urethral support system - halo. Qty 29- align to trans-obturator urethral support system - hook. Qty 10- align to trans-obturator urethral support system - hook & halo. Qty 6- align urethral support system.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame march 1, 2015 to april 30, 2015.

Manufacturer narrative:
Exemption no: e2013025. Original reporting time frame from 03/01/2015 to 04/30/2015.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2015 through april 30, 2015.

Manufacturer narrative:
Exemption no: e2013025. Original reporting time frame from 03/01/2015 to 04/30/2015.

Manufacturer narrative:
Exemption no: e2013025. Original reporting time frame from 03/01/2015 to 04/30/2015.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame march 1, 2015 through april 30, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame march 1, 2015 through april 30, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame march 1, 2015 through april 30, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame march 1, 2015 through april 30, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption (B)(4). Original reporting time frame march 1, 2015 through april 30, 2015. The information provided by bard represents all of the known information at this time.